Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device serial number was traced back to its sterility lot; the complaint database indicates no other related endocarditis/infection reports received for any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that the edwards' mitral valve was explanted after an implant duration of approximately 5 months. Through follow-up, it was learned that the device was explanted due to mitral valve endocarditis. The surgeon stated that the source of infection is unknown, and is not device related. Pathology report diagnosis as follows: pannus ( fragments of fibrin with acute inflammatory exudate, clinically from pannus) - marked degeneration on the leaflets are identified. Focal thrombosis is present on the inflow tract. No additional information provided.